Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not autofill in auto mode. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge field service engineer (fse) that evaluated and repaired the unit as mentioned in the initial emdr, reported that the customer's biomed stated the reported issue was an autofill failure. It was believed that the catheter was loose, and the customer plugged it back into the iabp. The fse stated this was a user error. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d1, g1(contact person) analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug-2019 through jul-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer subsequently cancelled the service call; however, the fse performed a preventative maintenance (pm) on the iabp and found that the safety disk was bumped. The fse made sure the safety disk was fully turned clockwise, to fully engage the safety disk locks. The fse then completed the pm with all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) would not auto-test in auto mode. There was no patient involvement, and no adverse event reported.